Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display screen visual was dim, faded, or discolored. In addition, it was reported that the user could not read the display screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 03/09/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/20/2015 with the following findings:the reported issue could not be adequately investigated due to a blank display issue; no conclusions could be determined in regards to the reported issue. The pump powered on, as confirmed by the presence of the auditory and vibratory cues; however, the display screen was blank due to a failed display flex. The suspect display screen was replaced with a test display screen; the pump display functioned properly with the test display screen installed. The following findings are unrelated to the reported issue: the battery compartment was observed to be cracked in the thread area. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). The pump case was found to be cracked near the ir window. The clip insert was observed to be broken, and the clip was unable to attach to the pump case.